Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.5x12 quantum maverick balloon catheter was advanced for dilatation. However, during the 2nd inflation at 24 atmospheres, the balloon ruptured. No patient complications were reported.